Manufacturer narrative:
The customer reported medsun report # 2300530000-2019-8024 to the FDA for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two one-link needle-free IV connectors "fell apart" during patient use. The devices were being used as endcaps on a patient's central line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction: baxter conducted a site visit to the customer facility that reported the complaint. During the visit, the customer was observed flushing, disconnecting, and replacing the one-link with no issues. It was also noted that the customer may not be changing/replacing the one-link devices as often as is stated in the label. Best practices were conveyed to the customer, and follow-up guidelines were sent shortly after. The customer has not reported any additional concerns since the customer visit. The most probable cause of the condition could be related to the usage of the device. Based on what was observed during the customer visit, baxter recommended that the facility review policy recommendations for frequency of change of one-link products to minimize extended duration of use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon due diligence, "alcohol was used in a back and forth motion for 15 seconds and was then let dry for 30 seconds prior to accessing" and "do not over torque". Two (2) actual samples were received for evaluation. During visual inspection the luer activated device was observed broken in two pieces between the inlet housing and the outlet housing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction will be made to the previously submitted h10 and h6 codes (evaluation conclusion code). H6: from 4315 will be updated to 61. H10: the cause of the condition was due to user error. Product insert indicates user to swab luer activated surface with preferred antiseptic prior to first use and before every subsequent connection. This instruction applies only to the surface of the gland not the entire component. Should additional relevant information become available, a supplemental report will be submitted.